Event description:
The customer reported an elevate total t3 (triiodothyronine) result on one patient involving unicel dxi 800 access immunoassay system, which was released and questioned by the physician. The customer completed testing on two different dilutions and did not recover a value over 8 ng/ml. The customer suspected heterophilic interference, based on the sample dilution testing not recovering linearly. The customer stated there were no issues with the assays, quality control (qc) was normal and the unit was functioning normally. There was no report of patient injury or change to patient treatment attributed with this event.

Manufacturer narrative:
Service was declined as the customer feels the issue is isolated to this patient sample only and per customer, the system "is working very well". No sample collection or preparation information was provided. Quality control (qc) was run prior to patient samples and all qc was in range. The customer performed a system check and stated all parameters were "with very good results". The customer did not report a final total t3 (triiodothyronine) result for this patient. Sample volume was too small to allow further testing for heterophilic interference. It is unknown if a subsequent sample was performed. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events.